Manufacturer narrative:
The additional information received alleges that the patient experienced a heart attack fifteen days after the previously reported date of event and does not allege that the patient has expired. Additional information has been requested to clarify the type of adverse event, whether the patient expired, and when the adverse event occurred. Any information received will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-13903 and 1225714-2014-13904.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2010 after use of the product.